Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a broken trace on the force sensor pin flex. During evaluation, the pump did not detect the cartridge and dispensed insulin from the cartridge on the load step then emitted a "no cartridge detected" warning. Review of the pump history reveals loss of prime alarms associated with zero force and one "no cartridge detected" warning.

Event description:
The pt reported that the pump dispensed insulin from the cartridge during the load step.